Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 73 mg/dl. The customer was unsure whether the insulin pump had any signs of physical damage. She stated that she had not used the insulin pump for 5 weeks. She did not think that the insulin pump had been exposed to moisture but also was unsure about this. The display returned upon troubleshoot. The insulin pump alarmed weak battery after a battery change. She reported that the batteries had been out of the insulin pump for greater than the duration allowed by the device. Advised that this was normal device behavior. The customer was calling from a mental hospital after having been committed by her daughter, which was when the insulin pump had been confiscated. Advised the customer to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-39904.